Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 100% stenosed lesion in the diagonal coronary artery. A 2.25x15mm xience skypoint drug eluting stent (des) failed to cross the anatomy to reach the target lesion. Upon removal of the device, resistance was met with the anatomy. A non-abbott stent was able to cross to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 100% stenosed lesion in the diagonal coronary artery. A 2.25x15mm xience skypoint drug eluting stent (des) failed to cross the anatomy to reach the target lesion. Upon removal of the device, resistance was met with the anatomy. A non-abbott stent was able to cross to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.